Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4)

Event description:
It was further reported that stent thrombosis occurred as per adjudication results.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study it was reported that myocardial infarction and death occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed a de novo lesion located in the 1st obtuse marginal (om) artery with 95% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 2.25x16mm promus element plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to worsening of chest pain and was hospitalized on the same day. EKG showed normal sinus rhythm and st elevation suggestive of inferior injury or acute infarct. No baseline ecgs were performed. Recent catheterization revealed diffuse inoperable coronary artery disease (cad) and the patient was not amenable to percutaneous coronary intervention (pci). The patient also had non-sustained ventricular tachycardia, hence was put on medical conservative therapy. After discussion with the patient's family, do not intubate (dni) status was initiated. On the same day, the patient had a sudden cardiac arrest and cardiopulmonary resuscitation (CPR) was unsuccessful. Two days post hospitalization, the patient expired. Per discharge summary, cause of death was end stage ischemic cardiomyopathy with acute myocardial infarction (mi) complicated by ventricular tachycardia.